Manufacturer narrative:
The tech found that the siderail ratchet rivets were missing. He replaced the missing siderail ratchet rivets to repair the bed.

Event description:
Info received indicates the left siderail will not latch.